Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing was noted on the shocking channel which resulted in an inappropriate shock. The lead was found to have dislodged. Therefore, a revision procedure was performed and the lead was repositioned without further incident. No additional adverse patient effects were reported.